Event description:
It was reported during an ipg replacement procedure on (B)(6) 2022 the surgeon had accidentally cut the extension. Surgical intervention took place wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
The event of extension cut during ipg replacement procedure and needed to be replaced was reported to abbott. The surgeon had accidentally cut the extension. Surgical intervention took place wherein the extension was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.